Manufacturer narrative:
Investigation of this event is still in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that posterior capsule was not able to support the iol upon insertion in patient's right eye. Patient had a posterior capsular tear. Vitrectomy was performed with iol placement in the anterior chamber. Additional information about patient's current prognosis and replacement lens was requested, but has not been received.

Manufacturer narrative:
The lens remains implanted in patient's eye. The device history records (DHR) were reviewed and no discrepancies or anomalies were found. Based on the additional information provided, the event is deemed as not reportable and the root cause of the event can not be determined.

Event description:
As per additional information received, there was no lens exchange performed in this event. The lens was implanted in the anterior chamber. The posterior capsule tear was unrelated to the device.